Event description:
Registered nurse (rn) felt a small drop of "something" hit her arm when hanging cyclophosphamide. Rn inspected tubing and didn't find anything abnormal right away. Rn went back into room and looked over IV tubing again to see if anything was missed, that's when a small drip forming at the connection point between the IV tubing that goes into the pump and the part that goes to the patient was noted. No patient harm reported.